Event description:
On the morning (2:46 am) of (B)(6) 2017, I changed the reservoir and infusion set of my medtronic 630g insulin pump. I filled my reservoir with my usual 3 day supply of approx 100 units of insulin. I then filled the infusion set tubing with 7.13 units (disconnected) and then filled the cannula with 0.3 units (connected). I checked my blood sugar (114) and provided 0.2 units of correction insulin. I then went back to sleep and awoke up shortly after to a low blood sugar. I drank a couple of juice boxes and assumed my blood sugar would go back to normal. For the next several hours my blood sugar continued to drop and would not respond to any sugar/protein I was consuming. By 7:15 my blood sugar was dropping as I was consuming juice and I decided it was time to go to the hospital. I arrived at the hospital with a blood sugar of 28. Throughout the day I received 2 full doses of glucagon and several IV's of d50 before my blood sugar began to climb back up. The endocrinologist came in to look through my pump settings to try and figure out what was going on. She pulled out my newly filled reservoir and it was empty. The pump had administered my 100 units of insulin without me knowing. The screen still read that the reservoir was half full. I downloaded the info onto carelink and the pump reportedly only delivered 12.6 units the entire day, but clearly that was not the case. A malfunction in the pump caused it to deliver the entire reservoir without sounding any alarms or stopping at my max bolus.